Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too deep. An attempt was made to snare the valve, but the valve dislodged out of the targeted location. The valve was left implanted in the ascending aorta. A second valve was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.